Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709 serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter noted it was returned in segments. The catheter underwent miscellaneous acceptable testing; no significant anomaly was found.

Event description:
It was reported that the patient was having various side-effects from the medications used in his intrathecal therapy. The side-effects included sedation, decreased mental status, and hypotension. It was noted that an x-ray taken on (B)(6) 2012, found the catheter to be intact without migration. On (B)(6) 2012, the patient's pump was switched from using morphine to hydromorphone and the amount of clonidine being used was decreased. A week later, the pump rate was decreased by 20% and the pump was reprogrammed for flex dosing about two weeks after that. The next month, the hydromorphone was switched to fentanyl, which was followed by a pump rate decrease by 50% three weeks later. Two weeks later, the rate was again decreased by 50% and, the next week, the pump was filled with saline only. On (B)(6) 2013, the device system was explanted and the event was resolved without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.